Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician upon power on of the ventilator for evaluation, it alarmed and performed a restart. The service technician was unable to duplicate the customer reported problem. Review of the ventilator log history indicated a ventilator restart had occurred with a vent inop occurrence. The service technician completed performance verification testing of the unit and all tests passed to operating specifications.

Event description:
Supplemental report